Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. A clear root cause conclusion cannot be drawn due to the non-availability of important information and the device itself. The conclusion from the root cause analysis is that a systematic device deviation is unlikely, since the received complaints are limited to certain health care institutions and their applicants. The participation of the applicants in this deviation scenario cannot be excluded by today. Based on the root cause analysis result no corrective actions have been carried out. As a preventive action we were in contact with the affected health care institutions and applicants in order to reduce the probability of recurrence. The complaints were submitted to aesculap ag as a summary report. In order to examine further actions, all cases from the summary report are processed as vigilance suspicion cases and are continuously monitored.

Event description:
It was reported that there was an issue with nb017z - as enduro femoral component cemented f1r. It was reported on (B)(6) 2019, that as a result of having the product implanted, the patient has experienced knee pain, difficulty walking, and loosening and instability of the implant. The primary surgery occurred on (B)(6) 2014, and there was no reported revision surgery. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event is filed under aag reference (B)(4).